Event description:
Reporter indicated that pt's generator and lead (excluding electrodes) were explanted due to infection. The infection was present at the pulse generator/pocket area and was treated with antibiotics. The infection has reportedly resolved. Review of mfg records for both the pulse generator and the bipolar lead confirm sterilization of devices. Investigation to date has been unable to determine the cause of the infection.